Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during drain four of four. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) assisted the hp to clear the alarm and explained the meaning of the alarm. The hp was going to complete therapy with manual supplies. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.